Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post-paced t-wave oversensing was observed via remote transmission. Programming changes were recommended. There were no adverse consequences to the patient.